Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's experienced decreased blood glucose; value not provided. Further information regarding the event could not be obtained. Multiple attempts were made by tandem technical support to follow-up with the customer; however, the customer did not respond.